Event description:
Reporter indicated that during a vns generator replacement surgery, the lead was noted to have what appeared to be dried blood in the lead tubing which obscured visualization of the wire inside. Vns diagnostics were normal when the new generator was attached to the resident lead, and the lead was not explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the vns lead confirmed the lead passed all quality tests prior to distribution.